Event description:
It was reported, the personal therapy manager (ptm) would not work consistently for a bolus request. The pump was not setting flat and a sharp point could be felt. Previously, they would push down on the pump and flatten it out and then the ptm would work fine. The patient was in the hospital about six days prior. It was not indicated the hospitalization was related to the device. The patient was currently in a rehabilitation facility. The pump was delivering bupivacaine and dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8835, serial# unknown; product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).